Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified femoral artery. A 8.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patients body and the procedure was completed with a different device. No patient serious injury or adverse event were reported.